Event description:
It was reported that there was noise on the lead. The lead is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient¿s right ventricular (rv) lead exhibited short v-v intervals. A fracture of the rv lead was confirmed. The rv lead was capped and replaced.